Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approximately 16 months ago. Aneurysm and vessel morphology at the time of implant were not reported. It was reported that there was an acute angle of the iliac artery coming from the aortic bifurcation. The cause of the occlusion is most likely due to the acute angle of the iliac artery and the remodeling of the aneurysm. The occluded vessel was relined with an aneurx iliac limb stent graft and resolved the occlusion. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
Evaluation codes, results: arterial and venous occlusion; acute angle of the iliac artery.